Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The physician attempted to reposition it however was not able to regain assess due to patient anatomy. The lead was removed and will be replaced in the future. No patient complications have been reported as a result of this event.